Event description:
Procedure: conization of cervix. Reportedly, the pt sustained injury to buttocks which appears as burn. Shape of injury consistent with burn, 2nd and 3rd degree. Dressed with silvadene. Scar with no skin grafts or add'l surgery necessary. Appropriate dressing applied.